Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection found the lens is recessed. The unit powered on and off using battery power. The module was able to obtain measurements with all the enabled parameters. When no gas mixture is applied and no breaths are present the device measures 0 mmhg co2, acceptable. When 5.09% co2 gas mixture is applied, the measurement is outside the accuracy specification. Following zeroing the measured value remains outside accuracy specification. No internal physical defect or damages were observed vis visual inspection. The values are outside of the specified accuracy range due to recessed detector lens. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported incorrect readings after zeroing procedure. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported incorrect readings after zeroing procedure. No patient impact or consequences were reported.